Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the mobile view station (mvs) would boot normally, but the image acquisition system (ias) was stuck at 'booting please wait'. It was possible to remote into the ias computer and run the dmc terminal and generator applications. It was not possible to get the imaging systems application to start on the ias computer. The representative verified the bios settings, reloaded the software on the ias computer, verified operation and verified connection with both navigation systems at the site. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the imaging system was displaying 'system booting, please wait' indefinitely on the pendant. The representative attempted to log into the remote desktop, but after typing in a password, the representative received an exception error message. There was no patient present when this issue was identified.